Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for gastrointestinal/pelvic floor who reported that the patient was sent home without much information. The patient was having great control of their urinary retention at first noting that the patient had great urine flow, but then it was like someone "flipped a switch" and the patient had a loss of therapy and a return of retention symptoms. The patient was reportedly unable to urinate at all and was having to catheterize and when the patient tried to increase stimulation to 2.8 or 3.0 it became painful so the patient lowered to 2.7. The patient confirmed that stimulation was on and being felt in the correct area. There were no trauma or falls associated with the sudden loss of therapy. The caller was advised to have the patient follow-up with their healthcare provider (hcp). In a later call from the consumer the caller reported that the patient's hcp keeps telling the patient to increase stimulation. At the time of the call the patient was on program one per hcp's instructions and had kept increasing stimulation per hcp instruction. At the time of the call the patient was at 8.3 and was hurting a lot. The patient then switched to program 2 per hcp instructions and reported feeling a strong flickering, but also felt like there was a "hot needle" pushing up in their anus. The caller reported that this feeling is always with the patient especially when the patient gets into a car where the patient then feels a "jab of pain." The patient experiences this sensation unless stimulation is turned down. The caller reported that the patient experiences "noticeable hurting" even if the patient increases "2/10." The patient was advised to follow-up with their hcp and the patient had an appointment scheduled for 30 days after the call. Patient status is unknown at the time of this report. There were no further complication reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.